Event description:
It was reported 'during surgery, using torque limiting driver to torque the set screws; the torque driver failed to torque the set screws at the recommended spec.' A spare device was available which functioned properly. Surgery time was not delayed and there was no injury to the pt alleged.

Manufacturer narrative:
To date, the device involved in the report incident has not been received for evaluation. An investigation has been initiated based on the reported information.